Event description:
The pump was returned to the biomed engineering dept with an unsigned note that indicated the audible alarm was "hardly audible". No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the device sounded an alarm tone in the low volume position that was "hardly" audible. There were no reports of any adverse events while the device was in clinical use.